Event description:
Failure code 804:22 was found in the pump's event history during evaluation. It is unknown when this failure code occurred of if there was any patient injury or medical intervention required.